Manufacturer narrative:
G4: 08sep2020. B4: 09sep2020. The field service engineer (fse) could not duplicate the reported complaint issue. The fse ran the device for 30 minutes and there was no problem found. The fse replaced the power management board as a preventative measure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 26aug2020.

Event description:
It was reported to philips while the ventilator was on a patient when the unit gave a vent inop alarm on the screen and gave an audible alarm, but continued to provide ventilation. The unit was swapped out with no issues. The device being used on a patient at the time of the event. The ventilator was swapped out with no harm to the patient. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). After the device was swapped out and given to the biomed onsite, the biomed stated the device would not turn on. When the biomed pressed the power button, he could hear the fan start running. Then he had to disconnect all power to get it to stop. After the power was reconnected, the biomed stated that the device then turned on and operated as expected. The event log was reviewed and found no vent inop or check vent codes. Time stamps in the event log are correct, as are the operating hours listed for the components on the vent info screen. A philips field service engineer was dispatched to the customer site to provide additional onsite assistance.